Event description:
It was reported that the customer experienced a low blood glucose (bg) level, however they did not provide an actual bg level or the cause of the low bg. The customer also reported that they required medical assistance because of the low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.